Event description:
It was later noted that the lead was fractured.

Event description:
It was reported the high voltage coil of the implantable tachy lead had low impedance. Also noted was over-sensing or noise with short v-v intervals. The lead was explanted and replaced. During explant of the lead, it was noted, the stylet became lodged in the lumen of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7288 implantable cardioverter defibrillator, (B)(6) 2006; icf09b implantable pacing lead (B)(6) 2009. (B)(4).